Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and pelvic floor repair mesh was implanted. It is unknown which date the mesh was implanted on. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and severe pain. This is one of four medwatches being submitted. See also medwatches 2210968-2012-02093, 2210968-2012-02094, and 2210968-2012-02096. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a surgical procedure and two meshes were implanted on (B)(6) 2005. During this mesh implantation it was reported that the patient had a concurrent procedure of a diagnostic cystoscopy and posterior colporrhaphy performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to abdominal and perirectal pain, sui and rectocele. At this time the patient had the following procedures: posterior colporrhaphy, sacrospinal ligament fixation, repair of enterocele, and diagnostic cystoscopy. It was reported the patient underwent surgical procedure for imp on (B)(6) 2008. It was reported the patient underwent cystoscopy on (B)(6) 2012 in which the bladder appeared normal, there were no lesions, foreign bodies or other abnormalities noted. It was reported that patient underwent an anterior mesh removal on (B)(6) 2013 due to continued pain. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted. See also medwatches 2210968-2012-02093, 2210968-2012-02094, and 2210968-2012-02096. The same patient is represented in each medwatch.